Event description:
It was reported that during a ptca/stenting procedure the maverick2 otw balloon ruptured at 12 atms on the initial inflation. The lesion being treated was a calcified, 100% stenotic lesion in a very tortuous lad. The maverick otw balloon was being used to pre dilate the lesion for placement of a cypher stent. The maverick otw balloon was removed and replaced with another balloon to successfully complete the lesion pre dilatation.the procedure was successfully completed. A terumo introuducer sheath, a bmw guide wire, a mach1 fl4 guide catheter, a cypher stent, and a encore inflation device were also used in the procedure. No pt injuries or complications were reported.